Event description:
Communicator alert was noted on (B)(6) 2013 due to high right ventricular pacing lead impedance between 1700 and 1800 ohms since implant date ((B)(6) 2008). The physician and facility is unknown. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).